Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional treatment details were not provided. The external visual inspection revealed slices at the fantail region and tool damage to both top and bottom cover. These anomalies are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced pain at the implant site with and without device use. The recipient was hospitalized. The recipient ceased device use. The recipient's device was explanted. The recipient was not reimplanted. The recipient has healed.